Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported, multiple cases of opaque bubble layer during lasik flap creation; following flap creation the corneal bed is not always smooth. The surgeon is concerned of patient comfort following procedure. Additional information has been requested but is not available. There are three related reports for this event, this represents the event reported as "a few months ago" and others will be filed for the remaining events.